Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. A verification of failure mode reported in the current manufacturing process was conducted as follows: (B)(4) staplers were taken from the current production from (p/n 528135 visistat 35r 6/box lot# 73h1700855), the staplers were functionally inspected (fired) and issue reported "staples not fully delivering" was not observed in the current manufacturing process, the staples were loaded and released correctly. The device history review for the product visistat 35r 6/box lot #73l1600743 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available and it is not possible to determine the source of the defect reported. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler does not deliver the staples. The staples stayed attached to each other and to the wound. Three supernumerary staplers needed to be used to release the stapler. There was no patient injury.